Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation results be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with a znn cmn nail 11.5mmx38cm 130 r on (B)(6) 2013. During implantation surgery of the cephalomedullary nail system, the following was reported: when placing the lag screw through the cannula it could not be placed centrally through the lag screw hole. Reamer for the lag screw was tried. During reaming, the reamer came into contact with the nail. Placing the lag screw failed, so the lag screw was removed. After backing out the nail, reaming for the lag screw was repeated. Finally, another lag screw was placed. Additional information was received on (B)(6) 2013: surgery was extended by approximately 10 minutes.